Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing a reading of hi (>600 mg/dl) along with vomiting and not feeling good. Caller stated she was taken to the hospital via ambulance; emts started an IV and gave her an injection of insulin. Caller reported she was admitted for dka. Caller stated she stayed overnight and was released once her readings were back to normal range. Caller stated normal range is 8-10 mmol/l. Caller reported her blood glucose level went up to 18 mmol/l after being home for 1.5 hours; did not eat anything. Caller stated she went on her back up pump and her readings returned to normal range. Caller alleges pump was not delivering insulin. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.